Manufacturer narrative:
Additional information: d3, d4 catalog number, d5, g5. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Cracked tank cover, worn front cover and block assembly, faded line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue was found to be the micro switch was bent by customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Corrected data: corrected g1, h6.

Event description:
Information was received indicating that a smiths medical fluid warmer was alarming about the disposable. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported disposable alarm was reproduced during functional testing. The alarm was produced because the micro switch was bent. This component was damaged by the customer. A user interface issue what therefore established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.